Event description:
It was reported that the pt had a bubble develop over her device area 2 weeks ago. It started to ooze and was "nasty". The pt went to the emergency room and was treated for an infection. The pt was at home. Further follow-up is not possible, due to the pt's current healthcare provider retiring.